Manufacturer narrative:
Concomitant medical products: 5071-53 lead implanted: (B)(6) 2010. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks for rapid ventricular response (rvr). The device reached elective replacement indicator (eri) and was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.